Event description:
The device was used during a lobectomy procedure. Reportedly, after firing, some bleeding occurred from the staple line. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.